Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 25 mg/dl at the time of the incident. The customer used glucose tablets and was given glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported that the pump over delivered 10 units without their input. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis. Unomed set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. However, the button event file was overwritten. Unable to verify if the customer manually programmed and delivered 10.0 unit bolus. Device was monitored for 2 days. No unexpected bolus delivery noted. Then the unit was also programmed with multiple test boluses and monitored. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly noted during testing. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).